Event description:
This lv lead was implanted on (B)(6) 2012. A call to technical services on 1/10/2012 states that patient has high threshold on the lv lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).